Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2026, this patient underwent endovascular treatment for a zone 2 aneurysm rupture and was implanted with gore® tag® thoracic branch endoprosthesis devices. The aortic component (tbe) was successfully implanted; however, the physician had opted not to obtain through-and-through wire access. The gore® tag® side branch component was then advanced and the physician struggled when attempting cannulation of the left subclavian artery (lsa). After multiple attempts at rotating the device anteriorly with excessive force and pushing the tsb was finally able to be deployed within the lsa with good results. The delivery catheter and sheath were removed from the patient. Examination at the time of sheath/delivery catheter removal noted that the delivery catheter was broken at the trailing end at the level of where the distal end of the device would have been located. Breakage of the trailing end of the catheter is believed to have been due to all the excessive manipulations of the device during cannulation of the lsa. There was no adverse event to the patient, the procedure was concluded with great results.